Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in a field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. Concomitant products : 4194-78 lead implanted 2005-(B)(6), 4068-45 lead implanted 2001-(B)(6). (B)(4)

Event description:
It was reported that the right ventricular lead threshold was unstable. An increase in threshold was noted about five months earlier and then high threshold was seen on a remote transmission. However, when the threshold was measured in the clinic, it was 2.0 volts. There were no issues with lead capture, sensing or impedance, and the lead remains in use. No patient complications have been reported as a result of this event.